Event description:
It was reported that a patient presented with cardiac perforation resulting in pericardial effusion and requiring a thoracentesis. This was confirmed with a computed tomography scan. No electrical malfunctions were reported. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.